Manufacturer narrative:
Findings: pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with broken reservoir tube lip, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their pump's reservoir o-ring was missing/detached. The customer did not provide their blood glucose value. No troubleshooting was performed. The customer did not troubleshoot and did not send the product back for analysis.